Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through the review of the event history log. The cause was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during therapy initiated on (B)(6) 2013 at 22:52:31. During night drain cycle five, the patient's ultrafiltration reading was 1590ml, indicating the home patient (hp) drained 1390ml more than their maximum programmed fill volume of 2000ml. No further information was available.